Manufacturer narrative:
Patient information and event date was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator will not transition from battery power to ac power. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Failure analysis on the returned power cord shows that the power cord had a disconnected hot conductor caused by mechanical impact. The cable jacket was damaged in one location with the cable wires exposed and signs of chafing visible.